Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint opened because of new information received on related complaint. Initial complaint was reported in order to describe a feeling from the surgeon and the sales rep during the use of the product "knee tibial insert": it is unstable and it takes off from the base. They encountered this issue during several procedures, but no information available about the exact number of procedure (several facilities / surgeons impacted): this complaint was opened for the recurrence of this issue

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.